Event description:
It was reported that the patient was experiencing diaphragmatic stimulation during testing of their implantable pulse generator (ipg). The device remains in use. The patient is enrolled in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5086mri52, implantable pacing lead: (B)(6) 2012. 5086mri45, implantable pacing lead: (B)(6) 2012. (B)(4).